Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/29/2020. H.6. Investigation: customer returned (12) loose 0.3ml insulin syringes. Consumer reported that the needle hub separated and stayed inside the shield, and also one syringe needle is also bent. All 12 returned samples were examined, and it was observed that all 12 exhibited a needle hub/shield assembly separated from the syringe barrel; no damage to the barrel tips was observed. It was also observed that only five separated needle hub/shield assemblies were returned. None of the 12 returned samples exhibited a bent cannula, therefore, the reported needle bent issue could not be confirmed. A review of the device history record was completed for batch# 9252585. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200851630, 200851661] noted that did not pertain to the complaint. - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hub separates) - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (needle bent) process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA#1630423 was initiated.

Event description:
It was reported that relion® insulin syringe needle was bent on 1 occasion and the hub separated on 11 occasions during use. The following information was provided by the initial reporter: material no. 328521 batch no. 9252585. It was reported that the needle hub separated and stayed inside the shield. Also, one syringe needle is also bent.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that relion® insulin syringe needle was bent on 1 occasion and the hub separated on 11 occasions during use. The following information was provided by the initial reporter: material no. 328521 batch no. 9252585. It was reported that the needle hub separated and stayed inside the shield. Also, one syringe needle is also bent.